Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An email was sent to the district manager indicating that their physician used 2 flexor ureteral access sheath and dilators and they both perforated when used. Additional information received from the surgical clinical coordinator at the facility (B)(6) 2014: a patient underwent cysto, retrograde pyelograms, and stent insertion on or before (B)(6) 2014. Upon dilating the ureter, the access sheath perforated the ureter. A second sheath was given and this sheath perforated the other ureter. The device were thrown out and it is unknown if the patient underwent any additional procedures. Additional information has been requested but not provided by the reporter.